Event description:
The MFR rec'd info from a third party svc ctr alleging a ventilator was not charging properly. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party svc ctr, the customer's complaint was confirmed. The ventilator's power supply was replaced to address the issue.